Event description:
It was reported that the patient complained of fever and swelling at the pocket incision. The patient was admitted to the hospital and IV antibiotics were administered. The system was explanted due to infection two weeks later.

Manufacturer narrative:
No medwatch form was received.